Event description:
Initial sodium result of 127 mmol/l. Same sample repeated gave result of 142 mmol/l. Erroneous result was not reported. The field service representative determined there was a problem with the instrument's water system. The water system was decontaminated.